Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after an interventional ptca procedure. The patient's pulses were weak after the case, however no femoral angiogram was taken. The patient was taken to surgery. The vascular surgeon indicated the vessel was very small and stitched closed.